Manufacturer narrative:
H11. A review of complaint records indicates that similar issues have previously been reported to livanova. Based on the investigation findings, the reported event appears to be an isolated occurrence for which a definitive root cause could not be identified. Given that the pump returned to normal operation following a manual reboot of the console, the most probable root cause is a temporary failure of the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm, the incident occured in (B)(6) united states. Cockpit log files were reviewed and confirmed the reported errors. Additionally, livanova field service engineer was dispatched at the customer site, performed machine tsi (technical safety inspection) and reported that no deviations were identified. The system was then returned to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, essenz cardioplegia pump didn't run, an orange error with a wrench icon was displayed and two errors popped up. Reportedly, pump was not responding to encoder control inputs and perfusionist had to reboot the device to solve this. The system was removed from service. There is no report of any patient injury.